Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced syncopal episodes. The cause of the episodes has not yet been determined, but the patient was referred to their physician. This pacemaker and the existing system remain in service. No additional adverse patient effects were reported.